Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 411 mg/dl. The sensor glucose readings were 77 mg/dl. Customer declined to troubleshoot for high readings. The customer was advised that they should not calibrate with a blood glucose reading over 400 mg/dl. The product will not be returned for analysis.